Manufacturer narrative:
(B)(4). The actual device was not returned; therefore, the customer provided one video for analysis. The complaint of an extension line leak was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) , to reduce the risk of intraluminal leakage or catheter rupture." The customer report of an extension line leak was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The patient had the PICC inserted on (B)(6). 2021. The patient was discharged with PICC in place. Patient was readmitted to the hospital with PICC still inserted. After 4-5 days of being back in the hospital, the PICC started leaking at the hub. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The patient had the PICC inserted on (B)(6) 2021. The patient was discharged with PICC in place. Patient was readmitted to the hospital with PICC still inserted. After 4-5 days of being back in the hospital, the PICC started leaking at the hub. No patient harm reported. The patient's condition is reported as fine.